Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that that they experienced high blood glucose. The customer¿s blood glucose value was 427 mg/dl. The customer¿s current blood glucose value was 427 mg/dl. Customer states the pump is communicating with the transmitter. Customer states the transmitter led blinked on and off when connected to the sensor. Customer received the sensor connected alert. The customer also received calibration error alert. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.